Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties, patient effect and subsequent treatment were related to circumstances of the procedure. It is likely that the distal sheath of the delivery system was bent over the heavily calcified, tortuous steep aortic bifurcation such that difficulty was encountered with the ratchet engaging the stent during deployment. Additionally, it is likely that the tip detachment and audible ¿click¿ heard was the result of the tip detaching from the ratchet stem as a result of the tip becoming entrapped within the supera stent wire during removal of the delivery system. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during advancement, it was noted that the aortic bifurcation was very steep and the iliac artery lesion heavily calcified. Deployment was initiated and was noted to be difficult but ultimately successful. After full deployment and during removal of the delivery system, a ¿click¿ was heard and it was noticed that the tip separated. Multiple attempts were made to remove the tip but were unsuccessful as the tip was stuck in a stent strut. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment difficulty was unable to be confirmed, as the stent was deployed. The tip separation was confirmed. The investigation determined the reported difficulties, patient effect and subsequent treatment were related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3: device available for evaluation. H6: method code 4115 - removed.